Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient had blood tests performed the day prior to her healthcare personnel (hcp) calling her with the results. Her hcp called her and instructed her to do to the hospital as her bg per her blood work was over 500 mg/dl but her cgm displayed 106 mg/dl. She was asymptomatic but after self-treatment with insulin, she experienced a 'syncopal' episode where she became sweaty and her bg was 112 mg/dl. She was admitted to the hospital on "(B)(6) 1011" and released to a nursing/rehab hospital on (B)(6) 2022. She was treated with short and long-acting insulin. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
She was admitted to the hospital on (B)(6)2022 and released to a nursing/rehab hospital on (B)(6)2022.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "she was admitted to the hospital on (B)(6)2022 and released to a nursing/rehab hospital on (B)(6)2022. "